Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string broke off leaving pessary inside. She went to the doctor to have the pessary removed. Consumer stated she is fully recovered.